Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing high blood glucose levels during a clinic visit. Troubleshooting was performed, and found that the reservoir was not connected to the infusion set properly. The reservoir was not locking, and was spinning freely. It was also stated that there was a very large air bubble in the reservoir. Advised that the reservoir would be replaced. Nothing further was reported.